Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from (B)(6) 2010 to (B)(6) 2021 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.